Event description:
It was reported that the patient's right atrial lead exhibited far oversensing which resulted in inappropriate mode switch. No intervention was performed. There were no patient consequences.